Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was meant to be implanted for a patient for the treatment of a rest artery dissection in the right external iliac artery. For this procedure a glidewire advantage .035" (terumo) was used. During the procedure, when the release was initiated and the viabahn device did start to expand, the deployment line suddenly got stuck. The viabahn device could not be opened any further. The viabahn device with the introducer sheath (unknown manufacturer) was then pulled out from the patient. The procedure was completed with another viabahn device (pahr110502e), but as this one was shorter, the target lesion could not be adequately covered and a follow-up procedure is necessary to be scheduled. The hospital had no viabahn device in a bigger size available. There were no anatomical abnormalities in the patient. Reportedly, there was no harm to the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21: the medical device is available to be picked up at the healthcare facility for return to gore. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b01, c19, c24, d15: the engineering investigation confirmed the report of partial deployment due to a stuck deployment line based the inability of deployment to continue when pulling upon the knob. However deployment could continue with traction at the endo. The cause of any failure mode could not be established with the available information. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. The returned device exhibited several forms of damage including exposed distal shaft due to distal directional shift of the endo and elongation of the catheter dual lumen. The cause for these damages could not be determined, but they are consistent with damage resulting from the reported inability to advance, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.